Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of depth markings not visible is inconclusive due to poor sample condition. One video sample of a groshong catheter implanted within a patient was provided for evaluation. A portion of the catheter is extending from the insertion stylet and the stylet appears to be present within the catheter. The catheter is being manipulated in order to show the surface of the catheter. The quality of the video does not provide a clear visual image of the catheter; however, the presence of depth markings is not clearly observed. The event description indicates the issue was discovered during insertion. The quality of the video and lack of a returned physical sample did not allow for the determination of the root cause. The complaint remains inconclusive at this time. A lot history review (lhr) of recx3596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse from oncology department performed PICC placement under ultrasound on (B)(6) 2020. The nurse found that there was no graduation on the catheter when beginning to trim it and it was impossible to judge how long the catheter has been advanced. Reported this situation to head nurse. A new kit was opened to complete the procedure.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx3596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse from oncology department performed PICC placement under ultrasound on (B)(6) 2020. The nurse found that there was no graduation on the catheter when beginning to trim it and it was impossible to judge how long the catheter has been advanced. Reported this situation to head nurse. A new kit was opened to complete the procedure.